Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level but confirmed would be using manual daily injections for insulin therapy. No additional patient or event information was available.